Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they no longer feel stimulation and were worried that since they let their battery get to 0 it was overdischarged. Patient services confirmed that there was not an overdischarge because the patient was able to connect with their recharger and charge their implant. The patient thought that they last charged and felt stimulation 3 weeks ago, which they confirmed was in early (B)(6). The patient stated that 3 weeks ago they were charging and it acted funny. It had never done that before. When they turned it on they turned their head and kind of wiggled their head and all of a sudden it like shorted out but then started working again. They were sitting when it occurred. There were no trauma or falls related to the issue. They stopped feeling stimulation when it happened 3 weeks ago, yet they can charge their implant and see the lightning bolt which indicates that the stimulation is on. They synced with their patient programmer which showed that the stimulation was on. The patient was redirected to follow up with their healthcare professional (hcp). The patient indicated that they were sent a hcp listings so they would follow up with one of them. No further complications were reported/are anticipated.